Event description:
Patient called to report inaccurate sensor readings with her freestyle libre 3 sensors. Patient stated with her first sensor, the readings were inaccurate and at times more than 100 points off. The patient stated her sensor was alerting her to a low of 53, but when she checked with a finger prick it was 159. Patient has had to turn off the alarm for low glucose and said that during the day her readings are off by about 40-50 points. Patient said she changed to the second sensor on (B)(6) 2023 and it immediately failed. Patient stated she does not think abbott's customer service replacement policy is fair and believes sensors should be replaced within a timely manner. Ref report: mw5116004.